Manufacturer narrative:
(B)(4). Per the customer, no product will be returned because the sets were discarded. The customer complaint of secondary back flowed into primary bag could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
A customer reported a secondary IV iron infusion back flowed into the primary bag. The nurse visualized the secondary bag infusing into the primary bag. Customer stated the pt did receive entire infusion after new tubing sets hung. There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.